Event description:
It was reported that during follow-up, episodes of non-sustained rv oversensing were observed. Patient was asymptomatic. Review of the episodes revealed possible myopotential oversensing. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
.